Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and expiratory limbs of the breathing circuit were tested for damaged pins. Results: the expiratory limb heater wire pin on the breathing circuit was split, preventing full insertion of heater wire adaptor. The inspiratory heater wire pins were undamaged. A lot check revealed one other complaint of this nature for lot number 090620. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).

Event description:
A distributor in (B)(4) reported that an rt200 adult dual heated breathing circuit had bent inspiratory and expiratory pins. No patient consequence was reported.